Event description:
Physician used torque catheter to pull contralateral limb into its correct location. The excess force transmitted by the contralateral catheter caused a premature deployment of the contralateral limb frame.